Event description:
Rn was starting IV and got blood on gloves. When the rn removed safeskin gloves, they noticed blood on fingers around nails but did not see a hole in the gloves. Rn does not have long fingernails.